Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured during implant insertion. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. It was reported that an inner shaft tip of an aleutian tlif ii straight inserter fractured inter-operatively. The event could not be confirmed due to the product not being returned. Based on the correspondence with the rep, the surgeon did not use excessive force or use the device at a difficult angle. While wear resulting from the device age (8 years) may have contributed to the event, an exact root cause cannot be established. H3 other text : no product returned.

Event description:
A company representative reported that the tip of an aleutian tlif ii straight inserter inner shaft fractured during implant insertion. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.